Event description:
This is the first of two reports from the same source. Refer to medwatch 9681121-2014-00003 for a description of the second report. As reported in a contact lens management periodical (eye & contact lens: science & clinical practice: 2013- volume 39-issue 5, pages 324-328), a case report is referenced which involves two patients with microbial keratitis. The microbial keratitis events occurred on patient wearing the lenses as bandage contact lenses for existing corneal epithelial defects (recurrent corneal erosion and limbal stem-cell deficiency). Cultures were performed and the results were negative in both cases. Topical steroids and antibiotics were in use at the time of the event. Further information regarding the schedule of the medication was not provided. The article references that wearing lenses as extended wear and using topical steroids and antibiotics were contributing issues. It was documented the issue was resolved within two to two hundred and seventy-two days. No further information is available.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a follow-up medwatch will be filed. (B)(4).